Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device noted that the clip assembly was deployed and was jammed onto the bushing. One prong was locked into the capsule and one capsule tab was fully opened. A kink in the control wire was noticed. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in duodenum during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, the patient presented severe duodenal bleeding secondary to ulcer. During the procedure, difficulty placing the clip was encountered due to the large amount of blood on the scope. The clip was also difficult to release from the catheter when attempting to deploy. After manipulating the clip, the complainant was able to remove the catheter and the clip from the patient as one piece. Upon withdrawal, the clip jaws appeared to be misaligned, as one jaw appeared to be shorter than the other. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in duodenum during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, the patient presented severe duodenal bleeding secondary to ulcer. During the procedure, difficulty placing the clip was encountered due to the large amount of blood on the scope. The clip was also difficult to release from the catheter when attempting to deploy. After manipulating the clip, the complainant was able to remove the catheter and the clip from the patient as one piece. Upon withdrawal, the clip jaws appeared to be misaligned, as one jaw appeared to be shorter than the other. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.